Event description:
The user facility reported three touch panels to their steris hv1000 video switch "were freezing" during a patient procedure. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
There are three lot numbers subject of the reported event: (10)hv1k24249282, (10)hv1k24249285, (10)hv1k24249284. A steris service technician arrived onsite following the event to inspect the steris hv1000 video switch and was unable to duplicate the reported event. The touch panels subject of the reported event were returned for evaluation, and the issue was unable to be reproduced. The user facility was provided with replacement touch panels. No additional issues have been reported. UDI related data clarification - this integration system qualifies as a medical device data system (mdds) and therefore UDI is not applicable.